Event description:
It was reported that the lead was broken. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned . The helix was retracted and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 160 mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of the broken lead were likely caused by the confirmed fracture. This report contains updates from additional information received. This includes the device status and impact to patient that changes the decision from malfunction to serious injury.

Event description:
It was reported that the right atrial (ra) lead was broken. The device remains in service. No adverse patient effects were reported. Additional information was received that confirmed this lead had dislodged and was explanted and successfully replaced. No additional adverse patient effects reported.

Manufacturer narrative:
This report contains updates from additional information received. This includes the device status and impact to patient that changes the decision from malfunction to serious injury. Fields h1:type of reportable event, b1:adverse event/product problem, b2: outcomes attrib to adv event, b5: describe event or problem, d6b: explant date, h6: impact codes, along with any other relevant fields have been updated.

Event description:
It was reported that the right atrial (ra) lead was broken. The device remains in service. No adverse patient effects were reported. Additional information was received that confirmed this lead had dislodged and was explanted and successfully replaced. No additional adverse patient effects reported.